Manufacturer narrative:
The reported events of lead damage and low defibrillation impedance were confirmed. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the right ventricle conductor cables lumen with one right ventricle conductor cable abraded/partially melted due to friction to the device can located at the proximal region of the lead. The cause of the reported events was isolated to the external insulation abrasion and the exposure of the right ventricle conductor cable in the abrasion zone due to friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a remote follow-up, decreased defibrillation impedance was detected on the right ventricular (rv) lead. Rv lead damage was suspected, although not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.